Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set cannula kinked events on 29-feb-2024. Event occurred usually within three hours of insertion for some cases and eight for other. Patient was having high blood glucose levels. Patient took correction injection via multi daily injections to address high blood glucose, changed supplies as necessary and resumed insulin therapy. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 4.